Event description:
It was reported that a patient presented in-clinic for a lead extraction. Prior examination of the right atrial (ra) lead revealed that the ra lead had over-sensing of noise, leading to inappropriate automatic mode switch. The over-sensing was reproducible through isometrics. The ra lead was explanted and replaced on (B)(6) 2020. The patient was stable throughout and no symptoms were reported.